Event description:
On (B)(6) 2011 customer reported that the lh 750 instrument was generating "retic laser offset" errors, and the retic clearing solution pump was leaking. Customer technical support (cts) assisted the customer with troubleshooting and customer located the source of the leak. Customer stated that there was a disconnected tubing from the retic clearing solution pump. Customer reattached the tubing, started the instrument, and everything was running properly. No further leaks were reported. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).